Event description:
According to the initial information received, a 16mm amplatzer muscular vsd (muscvsd) deformed into a mushroom shape upon deployment. Due to the deformation, the device was difficult to retract from the existing 8f amplatzer torqvue delivery system (dtv) sheath. A 12f short introducer sheath was cut alongside and put over the 8f dtv which enabled the withdrawal of the muscvsd and 8f dtv from the patient. An 18mm muscvsd was implanted successfully.

Manufacturer narrative:
The amplatzer muscular vsd occluder was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. Using a test 8f amplatzer torqvue delivery system, the device was loaded, handed-off to the sheath, advanced, deployed, and recaptured without issue. The delivery system used in the event was not returned and could not be analyzed. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Our investigation was unable to reproduce or confirm the performance described. A small percentage of occluders may deform when deployed from the delivery system, due in part to the inherent material properties of nitinol. Aga medical has put a number of corrective actions in place that have successfully reduced the rate of occurrence of this potential deformation and all complaint rates are reviewed quarterly by senior management.  Currently the rate of occurrence of this potential observation is below the rate anticipated in our risk documents.